Event description:
A response was received from a manufacturer representative stating it was at patient's 7 week post op visit that the battery showed it had only 3 months estimated remaining. Rep adds, they have no idea why that happened, but they had reprogrammed patient with less electrodes and it extended to almost 2 years. Rep reprogrammed using only a bi-pole on each lead and was able to extend to almost 2 years estimated. Furthermore, rep states patient's issue is somewhat resolved, and they will keep meeting with patient to ensure patient has good pain relief with new programs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H7: information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. Caller reports patient's ins battery lasted 7 weeks, showing less than 3 months remaining. Caller reports patient is programmed:a1: 12ma/450pw/25hz1+2-3-4+10+11-12-13+electrode impedance shows: reference 12: 696 ohms3: 812 ohms4: 751 ohms10: 811 ohms11: 753 ohms12: 753 ohms13: 870 ohms; reference 21: 696 ohms3: 837 ohms4: 812 ohms10: 814 ohms11: 796 ohms12: 797 ohms13: 831 ohms; reference 31: 812 ohms2: 837 ohms4: 798 ohms10: 575 ohms11: 762 ohms12: 821 ohms13: 855 ohms; reference 41: 751 ohms2: 812 ohms3: 793 ohms10: 770 ohms11: 497 ohms12: 688 ohms13: 758 ohms; reference 1011: 751 ohms12: 799 ohms13: 839 ohms; reference 1112: 698 ohms13: 771 ohms; reference 1213: 721 ohms. Caller reports patient is using their stimulation 24 hours/day. Estimated longevity performed: less than 600 ohms: 8 months remaining. Caller will obtain data report.